Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on this right ventricular (rv) lead, as the pacing impedance measurement was greater than 2000 ohms. The minute ventilation feature had always been programmed to passive. A device check revealed there was a stored episode from the day before, in which noise was oversensed. The patient was brought in to the clinic. The rv lead pace impedance was tested in bipolar configuration and similar results were found with impedance. Noise was also noted on the rv lead with patient movements.  When the rv lead was programmed unipolar, impedance was within normal limits. This patient is not pacer dependent and did not experience any adverse events as a result of the clinical observations. The lead was to be checked via chest x-ray; however, those results are not known. At this time, the physicians will keep the patient programmed unipolar and will continue to monitor on latitude.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this right ventricular (rv) lead continued to have impedance issues and additionally showed high thresholds which resulted in a loss of capture. Visible damage was observed on the lead body/conductor. As a result, the patient was hospitalized and this rv lead was explanted and replaced. The lead remains in the possession of the hospital. No additional adverse patient effects were reported.